Event description:
It was reported that patient presented for a follow up in clinic. It was noted that the right ventricular (rv) lead was dislodged which resulted in loss of capture and failure to sense. It was also noted that the right atrial (ra) lead exhibited a lead slack issue. The lead dislodgement and lead slack issue were confirmed via chest x-ray and then via fluoroscopy during the case. The rv lead was explanted and replaced. The ra lead was repositioned during the procedure on (B)(6) 2025. There were no patient consequences.